Event description:
It was reported when using the bd pyxis¿ medstation¿ es device had keyboard unresponsive issue. Customer reported delay during dispensing workflow and able to retrieve medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not working and was unresponsive. A field service engineer replaced keyboard assembly and checked power management settings to resolve. The system functioned as intended after the field service engineer repaired the device.